Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer, advised by technical support, attempted to charge the pump using different wall outlets and adapters. The issue was resolved when the customer used a tandem wall adapter and a non-tandem charging cable. Technical support informed the customer about the usage of third-party charging supplies and arranged to send a replacement tandem charging cable.